Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was using a protégé gps stent to treat a 60mm soft tissue lesion chronic total occlusion (cto) with little calcification in the mid left basilic artery. Little tortuosity was reported and the vein diameter was 12-14mm. No abnormalities were reported in relation to anatomy. There was no damage to the device packaging and no issues when removing the device from the hoop/tray. The device was prepped as per IFU with no issues. Stent deformation was reported post deployment. No excessive force was used. The physician completed the procedure by lining with a covered stent.

Manufacturer narrative:
Additional information: the target treatment area was a venous occlusion in the patients mid left basilic vein. Pre-dilation was performed. No resistance was experienced when advancing the device. It is reported there was no injury to the patient that could not be repaired. Vessel damage was reported due to crushing of the stent which necessitated exclusion with covered stenting. The stent was reported to be crumpled during deployment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cine image review: the first cine image evaluated showed the protégé stent deployed within the vessel. The distal and proximal tantalum markers were visible. It was noted the stent did not show full expansion. The stent struts were compressed inward against the lesion. The second cine image shows the protégé stent deployed with a second stent deployed within the protégé stent. Additional tantalum markers were identified outside of the protégé tantalum markers. If information is provided in the future, a supplemental report will be issued.